Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the cgm was showing 240 mg/dl. Based on the cgm value that patient took ¿a few¿ doses of insulin which caused her glucose to drop drastically low. The cgm later alerted the patient for a low glucose level. She could not remember how long after taking the insulin this occurred. She did not feel well (no symptoms provided) and her husband called emergency medical services (ems). The emergency medical technician's (emts) checked and the glucose was low; the patient could not remember the exact value. The emts stayed with her until her values normalized. It took an hour to get the level to normal, however no treatment information was provided. The patient was then taken to the hospital. She stated that after about 2 hours in the emergency room (ER) the value was 80 mg/dl. She could not recall what treatment she received. She was unable to recall details of the event and provided contradictory information, describing the hypoglycemic event, also stating that at one point her bg was 140 mg/dl, but also stating that she had a hyperglycemic event due to being a brittle diabetic. At the time of the report the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.